Event description:
Pt uses minimed insulin pump paradigm model they believe. Pt had it completely shut down on them. Pt could not get it to run. Pt had to be emergently switched to sq insulin. The pump company told them that the shut down was due to static electricity, if it happened less than 5 times per week that this was acceptable. To clear the problem pt was to remove the batteries from their pump for over 20 mins. It has happened with aborted boluses several times since.